Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states their blood glucose level was 236mg/dl. The customer states their levels have been as high as 430mg/dl. Troubleshoot was conducted. The customer states the alarm was resolved by complete set change. The customer was advised to monitor the device and call back if issues persist.